Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 23:15:30. During night drain cycle six, the patient's ultrafiltration reading was 1535ml, indicating the home patient (hp) drained 1460ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(6). The device was evaluated and the issue was identified in the review of the event history logs. The cause was determined to be a use error of setting the tidal total ultra filtration (uf) removal too low. The homechoice and homechoice pro apd systems patient at-home guide gives a warning that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.